Event description:
It was reported that ... On (B)(6) 2001 the patient had a left l4 discectomy ¿microsurgical technique. On (B)(6) 2001 the patient had a left l4 laminotomy with exploration of previous surgical site due to pain, nausea and vomiting resulting from what appeared to be recurrent herniation (per operative report). On (B)(6) 2005 the patient underwent plif at l4-5 and l5-s1. On (B)(6) 2008 the patient underwent surgical procedure consisting of: 1. Redo l3-4 decompresive laminectomy. 2. Bilateral l2-3, l3-4 medial facectomies with bilateral l3 and l4 nerve root foraminotomy and subarticular decompression. 3. Removal of l4 to sacral legacy instrumentation, exploration of fusion masses bilaterally, removal of segmental screws. 4. L3-4 posterior lumbar interbody fusion with rhbmp-2/acs. 5. L3-4 bilateral capstone cage insertion. 6. L3-4 bilateral legacy pedicle instrumentation. 7. L3-4 bilateral posterolateral fusion with autograft ¿ rhbmp-2/acs - mastergraft. 8. Harvesting of autograft. Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.